Manufacturer narrative:
This report is submitted on august 2, 2016, by cochlear limited on behalf of cochlear (B)(4). (B)(4). Implanted device remains.

Event description:
Per the clinic, the patient developed an mrsa infection at the abutment site and was subsequently treated with antibiotics (type, date and duration not reported). The implanted device remains.